Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that insulin was squirting out during manual prime. Customer's blood glucose level was not known. Troubleshooting was performed. The customer was unable to prime the set and a compromised force sensor system alert was received while a blunt object prime was performed. It was found the drive support cap was sticking out. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.